Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if the issue arises again.